Event description:
Caller stated that when a patient was tested, inform ii system displayed the critical low message. The inform ii system can be programmed to display the critical low message instead of a numerical value when a test result is lower than the facility's critical-range low setting. The low end of this facility's critical range is 30 mg/dl. A retest on the same system within 10 minutes was 86 mg/dl. No adverse event was reported. The strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.